Manufacturer narrative:
Device evaluation: the pump have been returned and evaluated by product analysis on 11/21/2014 with the following findings: on investigation, the reported motor issue was not duplicated. Review of black box data did not find any activity relate to the complaint. The pump powered up with auditory and vibratory features. All the buttons responded properly. There was no difficulties removing or inserting the cartridge and the piston was able to rewind fully. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (motor issue) issue. Reportedly, it was difficult to insert or remove the cartridge. The reporter stated that insulin will ¿shoot¿ out before the load step was completed and suspected that the piston may not be fully retracted during the rewind step. The reporter also noted that the cartridge o-ring was found in the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.